Manufacturer narrative:
Product investigation details: the complaint was confirmed, dried insulin in drug chamber was observed. However, as original user's supplies were not returned with unit, it was difficult to duplicate. The cause for the leak is undetermined. The device performed as intended during troubleshooting testing with no leakage observed from the known-good supplies that were used. As a precaution, the housing and leadscrew assembly will be replaced during refurbishment.

Event description:
It was reported that the user experienced leaking at the cartridge interface of the ilet following a supply change, which was linked to connecting the cartridge to the connector outside the pump and resulted in hyperglycemia up to 400 mg/dl; the user transitioned to subcutaneous insulin injections per healthcare provider guidance and requested a replacement device. Customer care provided support that included troubleshooting and education with a successful dry run and re-education on proper supply-change steps. Investigation of this case revealed leakage at the reservoir seal consistent with a leak/splash, with the likely mechanism being septum damage or connector needle deformation due to improper assembly outside the pump. Symptoms included dry mouth and increased urination. Outcomes included no lasting health impact. It was concluded, based on previously established findings for similar reports, that the cause was a leakage/seal issue at the reservoir associated with user assembly technique rather than a component failure.